Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report number: mw5075762: "a sales rep present in the surgery room sold a product called primatrix tei biosciences to be used to close a fascia defect in someone with suspected chronic exertional compartment syndrome in which the company manufacturer website claims it was not meant to be sold except as a skin graft to be used on the skin for wound healing and that is entirely contraindicated for the condition. The product wasn't supposed to be sold. There was no consent via consent form for the implant and it was contraindicated for the present condition." On (B)(6) 2017, a revision surgery was performed to explant the device. No further patient complications were reported.

Manufacturer narrative:
The device in question was not returned for evaluation. The device history record (DHR) for finished goods lot 1509057 was reviewed, no abnormalities were found and all manufacturing, lyophilization and sterilization related process steps were followed and documented per listed instructions and current good manufacturing practices. All qc inspection steps related to labeling inspection were followed as per instructions, no anomalies were found. The instructions for use booklet was also reviewed. Based on the DHR review conducted, there were no anomalies found and there is no indication that the manufacturing or final packaging/labeling processes may have contributed to this complaint. Additionally, all finished goods lots released to the market by integra lifesciences meet acceptance criteria for all required inspections and tests.